Event description:
A us distributor contacted zoll to report that a patient passed away in the night between (B)(6) and (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 06:35:22 on (B)(6) 2023. At 18:08:53, an arrhythmia was detected. ECG shows rhythm at 80 bpm with pvcs degrading to vf. At 18:09:33, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 17 seconds transitioning to an idioventricular rhythm from 10-20 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 04:17:42 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.